Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), placement difficulty was encountered when the catheter slipped to the apex the device was successfully placed in the right ventricle after the fourth deployment however the patient experienced bradycardia, palpitations and chest discomfort one day post implant. A pacing failure was noted. Chest x-ray, computerized tomography (CT) scan and diagnostic testing was performed. It was noted the device was now located in the inferior vena cava. The patient was given antibiotics due to fever and the device was programmed off. The device was later extracted and it was thought the device fell out together with the myocardial tissue rather than dislodgement. A possible cause was thought to be the vulnerability of the patient's myocardial tissue. Replacement of the device with a transvenous system was been scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: h10 section d information references the main component of the system. Other relevant device(s) are: d1: micra d4:<(><<)> model #: mc1vr01-delsys / expiration date: 2021-11-14 / serial#: (B)(6) UDI #: (B)(4) h4: mfg date: 2020-07-06 h5: yes h6: patient code(s): c50675 h6: device code(s): a1502 h6: FDA method code(s): 4117 h6: FDA results code(s): 3221 h6: FDA conclusion code(s): 4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.